Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's clinic thought there was a possible drift in the sensor pressure readings. As a result, an echocardiogram was performed and the sensor was recalibrated by 34.4 mmhg.